Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a hospitalization event for low blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 23 mg/dl. The customer stated she was not in a vehicular accident. The customer also stated she was confused and sweaty prior to being hospitalized. The customer also reported that she almost had stage 5 kidney failure. The customer was advised to monitor her blood glucose. No additional information provided.